Manufacturer narrative:
Additional manufacturer narrative: the device was not made available to edwards for return and evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the surgeon alleged that the severe central regurgitation led to the explant of the valve resulting in a longer bypass pump time and low oxygen saturations postoperatively. As the device was not returned for analysis, the root cause for the event could not be conclusively determined. However, it is likely that patient related factors and procedural factors may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 27mm pericardial mitral valve was explanted at implant. Through follow up with the health care provider, it was learned the explant was due to severe central regurgitation directed posteriorly. The surgeon thought it was a technical issue and decided to explant the valve. The patient was placed back on bypass and the valve was inspected but the surgeon could not figure out why the valve was regurgitant. He decided to replace the valve with a 29mm non-edwards valve. The patient also underwent tricuspid valve repair with a 32mm annuloplasty ring. The patient remained in critical condition and the surgeon stated that the patient's oxygen saturations were low due to the patient's preoperative pulmonary hypertension and then followed by a rather long pump run. Total pump time was noted as 337 minutes. The patient was taken to the intensive care unit in critical but stable condition.